Event description:
The physician attempted to place a 3.0mm x 18mm biodiv ysio stent in the mid right coronary artery that was reported to be 3.0 mm in size, 75% stenosed and moderately tortuous. The vessel was predilated with a 3.0 x 15mm maverick balloon. It was reported that the physician encountered difficulty tracking the biodiv ysio stent through the very tortuous proximal right coronary artery to the mid lesion. Once in place, the first inflation of the stent was at 8 atmospheres and the second inflation was at 12 atmospheres. Under fluoroscopy, contrast staining was noted traveling down the vessel and the physician indicated that the balloon had burst. It was reported that the stent was expanded and intact against the vessel wall. The stent delivery system was removed and a 3.0 x 15mm maverick balooon was used to post dilate the stent at 12 atmospheres for 10 seconds. The pt was stable throughout the case and there was no report of an adverse pt event.